Manufacturer narrative:
(B)(4). Results of investigation: service technician was unable to duplicate the reported complaint. All testing were performed using a good known ac adapter as well as a good known test patient circuit. Ventilator passed 43 hour extended run in the test with same pre-settings as the customer had at the time of the reported issue. The ventilator failed the ltv final test for slight non-conformities with tidal volume 2 and 3; however these slight non-conformities would not had an effect on the ventilation. Ventilator ventilated properly without any abnormal alarms. Internal inspection was also done on the ventilator which was involved in reported incident and found no abnormalities.

Event description:
The customer reported complaint that the unit had an sram error while ventilating a patient. There was no harm to any patient associated with the reported issue.